Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. There was no adverse impact to customer's blood glucose level. Reportedly, the pump able to charge successfully with an alternate wall adapter.